Event description:
The pt was cardioverted several times on november 13, 1999, by the emergency medical system en-route to the hosp. Device could no longer be interrogated and had no output after cardioversion. Pt expired november 18, 1999, and the device was then removed.